Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an altitude alarm and was unable to clear it. Customer had elevated blood glucose (bg) levels (343 mg/dl). Customer delivered an injection to address elevated bg levels. Customer reported they have back up manual injections for continued insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.